Manufacturer narrative:
A distal end percutaneous lead (lead) replacement was performed on (B)(6) 2016 and approximately 25 inches of the external portion of the lead was returned for evaluation. A previous distal end lead replacement had been performed and the section of the lead that was replaced represented approximately 14-18 inches of the returned portion of the lead, from the metal/controller connector. The previous distal end lead replacement was reported under medwatch MFR report # 2916596-2015-01252. Continuity testing of the lead in its returned condition found all wires were electrically intact. The gray shrink tubing, copper tube, and copper wrap at the previous distal end lead replacement were carefully removed and examination of the repair crimps revealed that the inner conductors of the orange, green, brown, and red wires were exposed at the edge of the crimp. This area was not covered by the kapton tape. The outer silicone jacket and braided shield layers appeared unremarkable and were removed and examination of the underlying wires revealed a breach in the red wire insulation adjacent to the metal connector, exposing the inner conductors. The observed wire damage appeared to be the result of fatigue due to repetitive movement in this area. The left ventricular assist device operates on a three phase motor; the yellow and green wires represents phase one, the black and brown wires represents phase two, and the red and orange wires represent phase three. If the exposed conductors from any of the wires contacted the braided shield or copper wrap from the repair site while the system was operating on tethered power source, such as the power module, the resulting short to ground would have caused the pump speed reductions and pump stops captured in the submitted system controller log file. The reported event could have also been caused by a phase-to-phase short which would occur if the exposed conductors from wires of different phases made direct contact with each other or simultaneous contact with the braided shield/copper wrap while the system was operating on either a tethered power source or battery power. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 4 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient experienced low speed operation alarms and pump stoppages on (B)(6) 2016. The alarms ceased after switching to battery power. X-ray images were submitted and showed a possible area of concern distal to the prior percutaneous lead repair. On (B)(6) 2016, a percutaneous lead (driveline) replacement was successfully completed. The patient was reportedly asymptomatic. No additional information was provided.